Manufacturer narrative:
Eight of the nine malfunctions reported were returned for evaluation. The alarm not returned was reported as not sounding when weight was removed from the sensor pad. The patient fell but was not injured. The alarm was found to have low battery. The batteries were replaced and the alarm was returned for use. No product was returned for evaluation. The other eight alarms returned were reported as not sounding at the nurses station or having power but no sound. Evaluation of the returned units found all units to be over 48 months old (from the day of manufacture) and the root cause failures were attributed to wear and tear of the device. Being that the units were over 48 months old, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. Q4 2017 asr #e2015006 .

Event description:
This report summarizes nine malfunctions. The alarms had sound related issues. Q4 2017 asr report e2015006.